Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance issues. A new lead was implanted at the surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed continuity, and hi-pot tests indicating no electrical shorts between conductors. Lead was determined to have met specifications.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance issues. A new lead was implanted at the surgical intervention. No additional adverse patient effects were reported.